Event description:
Maude event report was received stating the following: volun: (B)(4) 2014: on (B)(6) 2013, patient had elective cath/pci with placement of 2.25x23 xience xpedition sv in mid circ , 80% lesion. Discharged on asa and brilinta. He reports going to several pharmacies and was unable to get the brilinta filled, and so he only took asa. On (B)(6) 2013, at 1600 begin having chest pain and presented to outlying ER , EKG changes and increased troponin indicate non- stemi. Transferred to our facility on (B)(6) 2013 for cath/pci. Films reveal 100% thrombotic occlusion of previously placed stent. Multiple attempts to cross lesion with a wire are unsuccessful decision made to treat medically with possibility of cab in the future. (Readmission on (B)(6) 2013 with stemi emergent cath, urgent cab on (B)(6) 2013. Pt was discharged on (B)(6) 2013, doing well. Additional reported information indicates that the patient was discharged on (B)(6) 2013 and treated medically with aspirin (asa), beta blocker (bb), angiotensin-converting enzyme (ace), statin and plavix. No additional information was provided.

Manufacturer narrative:
(B)(4). Attachment: maude report (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina, myocardial infarction, and thrombosis, as listed in the xience xpedition, xience xpedition sv, and xience xpedtion ll everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.